Event description:
A surgeon reported that she could not activate or deactivate the cutter with the footswitch during a vitrectomy procedure. The priming and tests were unremarkable. The surgeon activated the vitrectomy probe, and the noise was a "weak thump" which gave her the impression that there was a leak inside of the system. The surgeon stated that vitrectomy probe did not cut without any manipulation on the system but a system message was displayed with deactivation of compensated intraocular pressure (iop), then reactivation and then error again. Vitrectomy was performed again, and suddenly the probe stop cutting during aspiration, which led to retinal detachment. The surgeon managed injected gaaz and the detachment was managed. According to the surgeon, it is too early to assess if there is resolution of the detachment.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).